Event description:
It was reported that the pin of the arm came off during impacting the femoral implant. The implantation of the femoral component had been completed then, so the spare impacter was not used.

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded. Should add'l info become available, the eval summary will be submitted in a supplemental report.